Event description:
It was reported that the lead was replaced due to insulation damage observed on x-ray. It was noted that pacing lead impedance was low.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.